Event description:
Call received to report a hip implant failure. Device implanted late 2017, subsequently placed on a recall list by the manufacturer without informing the patient. On (B)(6) 2025, reporter underwent an x-ray and learned that the silicone sleeve of her implant is degrading and causing bone loss at the implant site. Reporter is scheduled to undergo a hip replacement operation in (B)(6) 2025. At present, reporter states that she is not having any outward symptoms but was told by her physician "to be aware" that her hip can fail at any point in time before her scheduled surgery.